Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three electronic photos were reviewed. The first photo shows the complete circumferential break of the catheter. The edges can be seen to be jagged and not uniform. The second photo shows another section of catheter an some surface damage can be seen on the catheter, it is unclear if the appearance of the catheter is due to a coating of residue. The third photo shows an overall view of the standalone piece of groshong catheter and the catheter-cathlock and port body assembly. One powerport MRI isp with groshong catheter in two segments was returned for evaluation. Visual, microscopic and functional testing were performed. Gross examination of the port segment showed multiple puncture access and an incision of the port septum. A complete circumferential break was noted at approximately 8.2cm from the distal end of the cath-lock. The distal catheter segment measured approximately 13.0cm in length. Blood and residue were noted throughout. Multiple punctures and incisions were observed on the port septum. Both edges of complete circumferential break were jagged. The port body with attached catheter segment and detached distal segment were patent to infusion and aspiration no leaks noted. The investigation is confirmed for the alleged break in the catheter. However, no evidence of obstruction of flow was found during functional testing. Although a definitive root cause could not be determined, the following contributing factors flexural fatigue during routine use, indwelling catheter or port occlusion due to drug precipitation or thrombus could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11: d10, h3, h6 (device code: removed 2423), (method, results, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four weeks post port device implant, the patient allegedly experienced pain during saline infusion. It was further reported that the port device was allegedly occluded. Reportedly, the port body was removed and upon removal, fluoroscopy demonstrated catheter break and migration of the distal catheter segment to the heart. Additionally, the distal catheter segment was removed. The patient was reported as stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device has not been returned to the manufacturer for evaluation and photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 10/2021).

Event description:
It was reported that approximately four weeks post port device implant, the patient allegedly experienced pain during saline infusion. It was further reported that the port device was allegedly occluded. Reportedly, the port body was removed and upon removal, fluoroscopy demonstrated catheter break and migration of the distal catheter segment to the heart. Additionally, the distal catheter segment was removed. The patient was reported as stable.